Event description:
It was reported that during an implant, one right ventricular (rv) lead was attempted and the helix malfunctioned and the helix was not able to retract or extend when attempted to be repositioned. The second rv lead was also attempted and was noted to have had a "bend at the distal end that prevented it from staying in the right ventricular outflow tract (rvot)." Both rv leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism, there was a tip seal observation and the tip was bent. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.